Event description:
It was reported that the 9800md system is booting up with a "joy stick stuck and collision detected" errors presented. It was noted that the case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Resecured the joystick, replaced the rui (remote user interface) console, the image processor pcb and adjusted the c-arm 5vs. The system was tested and found to be working as intended and placed back into svc.